Event description:
During product evaluation, a flo-gard infusion pump was found with a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing and battery testing were performed. The low battery alarm was identified during the visual inspection. The cause of the condition could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.